Manufacturer narrative:
The reported events of failure to remove the lead from the device header and failure to capture were not confirmed. As received a complete lead was returned in one piece. The connector pin was fully inserted and removed into the test ICD device without any obstructions. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead testing revealed an increase of threshold and rapid decreased in sensing. Therefore, the physician elected to reset the rv lead but the rv lead was unable to be disconnected from the pacemaker (pm). The physician did few attempts of separating the rv lead and the pm however, all attempts failed. Additionally, the atrial lead was also unable to be disconnected from the pm. Throughout the procedure, the patient experienced restless. Finally, a new pm, a new rv lead and a new atrial lead were replaced and were successfully implanted.